Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated a female patient had an implantable collamer lens (possible icl lens) implanted in their eye in mexico one year ago. The patient is now complaining of visual disturbances (the patient is seeing circles when moving her eyes). The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the doctor indicated she felt the patient did not have an icl implanted. Claim # (B)(4).